Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of abdominal pain ('abdominal pain'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "plaintiff didn¿t undergo essure confirmation tests". And device use issue "three essure devices inserted". In 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful periods"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in 2018. At the time of the report, the abdominal pain and vaginal haemorrhage outcome was unknown. And the menorrhagia and dysmenorrhoea had not resolved. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: kindly delete this case from our argus database, as this case found duplicate of case no. 2018-215630. All relevant information was captured in this case no. From case no. 2018-215630. Nullification reason- duplicate case identified with fu information. No new follow-up information was received from the reporter. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff didn¿t undergo essure confirmation tests." And device use issue "three essure devices inserted". In 2014, the patient had essure inserted. In 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("painful periods"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in 2018. At the time of the report, the abdominal pain and vaginal haemorrhage outcome was unknown and the menorrhagia and dysmenorrhoea had not resolved. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: mr received. New reporter,product indication added. Case became serious incident- event injury was updated to vaginal hemorrhage abdominal pain, menorrhagia, dysmenorrhea. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.